Event description:
Baxter (B)(4) received a report that an infusor overinfused during patient use. The total fill volume of 36 ml was infused over the course of 12 hours rather than 72 hours. This implies a 3 ml/hr flow rate, which is 600% of the expected flow rate. The concomitant medical products are currently unknown. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir with an attached patient control module (pcm). Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 19.2 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated basal flow rate = 0.4924 ml/hr, calculated bolus flow rate = 1.92 ml/hr, normalized basal flow rate = 0.5048 ml/hr, normalized bolus flow rate = 1.97 ml/hr, pcm average dispensed volume = 0.493 ml, specification basal range = 0.4375 - 0.5625 ml/hr, specification bolus range = 1.75 - 2.25 ml/hr, specification pcm range = 0.425 - 0.580 ml. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.